Manufacturer narrative:
The reporter indicated the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens, -12.0/+3.0/094 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2020. On (B)(6) 2021 the lens was exchanged with a same length different model lens due to low vault and lens rotation. The problem was resolved. Claim#: (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found the haptic broken. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
Weight, ethnicity, race - unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Lens work order search-no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens, -12.0/+3.0/094 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2020. On (B)(6) 2021 the lens was exchanged with a same length different model lens due to low vault. The problem was resolved.